Event description:
Medtronic received a report that a solitaire fr stent could not advance into the microcatheter and encountered resistance in the proximal section of the rebar microcatheter. The patient was undergoing surgery for treatment of an ischemic stroke in the left middle cerebral artery. It was noted that the patient's vessel tortuosity was normal. The patient had a baseline modified rankin scale (mrs) score of 4, which improved to 3 following the procedure. The initial nih stroke scale (nihss) score was 16 and decreased to 6 after the intervention. The thrombolysis in cerebral infarction (tici) score at baseline was 0, indicating no perfusion, and improved to 3 post-procedure, reflecting successful reperfusion. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure required only one pass with the device, and the total stroke onset to reperfusion time was 34 minutes. It was reported that during a middle cerebral artery thrombectomy, when attempting to push the stent into the microcatheter, it was found that the stent could not be advanced into the microcatheter and encountered resistance at the proximal site. Multiple attempts were unsuccessful. Considering the possibility of a quality issue with the stent itself, the stent was replaced and successfully advanced into the microcatheter to complete the thrombectomy. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance was not determined. A continuous saline flush was admin istered and maintained as indicated in the IFU. The lot number of the catheter was b627997. There was no kink/damage to the catheter observed after removal.